Event description:
The reported that she experienced high blood glucose of 472 mg/dl, which she treated with an injection. Troubleshooting was performed. It was found that the drive support cap appeared normal, no leaks or air bubbles were noted, and insulin did exit the tubing during the manual prime. Settings and history were reviewed and were correct. The customer performed an infusion set change and the cannula was not occluded. The customer was advised to change the entire set, reservoir and insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).